Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed depressed contact pins on rear case that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported turn off without input, which was not reproduced during evaluation. A review of the event history log identified turn off without input as improper shutdown messages. The cause was determined to be the depressed contact pins on rear case. The rear case pins was cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. The event occurred during programming/set up at the medicine department. There was no patient involvement. No additional information is available.